Event description:
It was reported that an occlusion occurred. The customer's blood glucose level ranged from 251-271 mg/dl. Customer was able to resolve the issue by changing the insulin vial. Customer changed pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.